Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 486mg/dl. Customer stated that the display was blank and did not return after the restart the insulin pump. Troubleshooting was not performed. Device will be returned for the analysis.